Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely damage to the charged coupled device unit that led to the noisy image and a degradation problem led to the damaged adhesives. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited peeled adhesive around the objective lens, a chip on the bending section cover adhesive, and a noisy image. There was no patient involvement.